Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however distal conductor distorted, outer insulation melted, and apparent explant damage was noted; full lead in segments returned and analyzed.

Event description:
It was reported that the ventricular lead had no capture at maximum output. The lead was removed and replaced. No further patient complications were reported as a result of this event.